Event description:
It was reported that the patient presented for revision of the atrial lead due to dislodgement. The physician had noted the lead had fallen into the right ventricle. The lead was revised successfully and thresholds were acceptable. The patient was stable post procedure.